Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. The fairly tortuous and calcified target lesion was located in the left anterior descending (lad) artery. A 1.25mm rotalink¿ burr was selected for use. The physician made several passes across a tight bend with the rotablator system, and stopped at one point, and then the device was pulled using the advancer knob. However, it was noticed that the burr did not move back and was left in place. The burr was detached from the drive shaft of the advancer but it was still on the rotawire so they were able to pull the wire out of the body with the burr on it. No patient complications reported and patient's status was fine.